Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment oof a severely calcified lesion (90% stenosis degree) in a mildly tortuous part of the proximal lad. The device could not cross the lesion.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately but it was clarified by the local staff that the stent separated from the balloon during the cleaning process, i.e. After the stent system had been removed from the patient. The stent is severely deformed at one end. I.e. Several struts are strongly bent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Severe calcification).

Event description:
The orsiro drug-eluting stent system was selected for treatment oof a severely calcified lesion (90% stenosis degree) in a mildly tortuous part of the proximal lad. The device could not cross the lesion.